Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Lead was returned with helix fully extended. Proximal conductor distorted against the distal conductor at 44.7cm not allowing distal to turn and helix to rotate smoothly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that information received indicated the lead was attempted but not used during the implant procedure. During placement of the lead, the helix jumped during extension. The lead was removed and replaced. No patient complications have been reported as a result of this event.